Manufacturer narrative:
Patient city: mississauga . Patient country: canada. Customer (entity): medtronic minimed. Establishment name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State, province or territory: ca california. Post office or zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient faced issues with infusion set tape not sticking event on 17 mar 2026. No further information available.